Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round moderate plus profile 350cc, catalog number 3502350. (B)(4).

Event description:
It was reported that a female patient underwent a breast implantation procedure with saline mentor smooth round moderate plus profile 350cc and experienced severe joint pain, weak bones, rashes, autoimmune issues, pain in right breast, neck pain, back pain, vision issues, red eyes, inflammation and in 2017 was diagnosed with lupus due to her symptoms. As a result, the patient had undergone explantation in 2018. This medwatch is for the right breast implant.